Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a temp cable failure. The arctic sun 5000 was evaluated onsite. During the evaluation, it was found that the temp cable was faulty. Replaced temp in cable. Device passed all applicable testing. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A device history review is not required as the serial number is unknown. Corrections: f, g. The complete initial reporter facility name is (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm code 113 (reduced water temperature control) and 64 (non-recoverable system error) messages appeared on the screen during therapy today. Per review of wo on 29jan2025, device was used on patient. No patient identifiers available, no patient impact reported. Per follow up information received via mail on 10mar2025, issue resolved onsite. Preventive maintenance was performed correctly and the device worked correctly. Also, the temperature cable nellcor had to be replaced. Per additional information updated in wo on 20may2025, it was reported that there was no visible damage, but if moved it, the temperature would increase and decrease a lot, then it was replaced, because the measure was not correct.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name is (B)(6) hospital edf. Hospitalization floor -1 pharmacy warehouse. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm code 113 (reduced water temperature control) and 64 (non-recoverable system error) messages appeared on the screen during therapy today. Per review of wo on 29jan2025, device was used on patient. No patient identifiers available, no patient impact reported. Per follow up information received via mail on 10mar2025, issue resolved onsite. Preventive maintenance was performed correctly and the device worked correctly. Also, the temperature cable nellcor had to be replaced. Per additional information updated in wo on 20may2025, it was reported that there was no visible damage, but if moved it, the temperature would increase and decrease a lot, then it was replaced, because the measure was not correct.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name is (B)(6) hospital. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm code 113 (reduced water temperature control) and 64 (non-recoverable system error) messages appeared on the screen during therapy today. Per review of wo on 29jan2025, device was used on patient. No patient identifiers available, no patient impact reported. Per follow up information received via mail on 10mar2025, issue resolved onsite. Preventive maintenance was performed correctly and the device worked correctly. Also, the temperature cable nellcor had to be replaced. Per additional information updated in wo on 20may2025, it was reported that there was no visible damage, but if moved it, the temperature would increase and decrease a lot, then it was replaced, because the measure was not correct.